Event description:
The user facility reported that while attempting to remove an unk model of biliary stent with an unk model of boston scientific snare, the stent became lodged into the elevator channel of the olympus endoscope. The stent had reportedly been in site for a period of three years, and may have formed to the shape of the pt's anatomy. The pt subsequently had surgery to have the snare and stent removed. The current condition of the pt is unk. The user facility reported that there was no malfunction noted in the endoscope. The hospital has been contacted via phone and in writing to gather additional info regarding this report, however there has been no significant info provided to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. If the device is received at a later date, and further significant info is obtained, the report will be supplemented. The cause of the user's report could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.